Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient was seen in the e.r. (Emergency room) on (B)(6) 2014. They had to start rapidly giving the patient oral baclofen to make up the difference; the patient had a g tube. The patient got a "big dose of oral baclofen." The patient's family was told that it appeared that the catheter was kinked. The pump itself was working. The patient's family didn't feel that the patient could withstand more surgery to fix the catheter. They were told that it wasn't replaced during the pump replacement procedure because they "did not authorize it or something." No dye study had been done. The patient's family wanted a dye study done. On (B)(6) 2014, the pump was turned down because they thought that it wasn't doing anything. The next day, the patient went back to having withdrawal symptoms and went to the ER. The ER tried to tell the patient at first that he might have a uti (urinary tract infection) or pneumonia, but the symptoms looked exactly like the first time the patient had withdrawal following the pump replacement. The patient was getting a lower dose of medication from the pump and was getting a "mega dose of oral baclofen" which made him "completely sleepy." The reporter was not sure where things were going and what the next steps would be. The reporter had 4 problems/concerns. First, the patient was unaware of what baclofen withdrawal symptoms were; it was a frightening experienced. The patient sometimes had tremors, but when he had withdrawal he had a fever and "other things." Secondly, the reporter didn't understand why the surgeon did not replace the catheter when he replaced the pump. Thirdly, they were having difficulty getting anyone to do a catheter dye study. Lastly, they were trying to find a new pump managing physician for the patient.

Event description:
Additional information later received reported that the patient was seen in the ER due to "possible baclofen pump failure" on (B)(6). Per the reporter there were no notes in the discharge summary as to what that meant. There was no mention of imaging being performed or of the catheter. The dosage was dropped from 278 mcg/day it to 12 mcg/day due to the large amount of g-tube baclofen being prescribed. There was no mention of the g-tube dose. The patient rtc (returned to clinic) 5 days later for a follow-up to the ER visit. The dose was increased to 15.6 mcg/day. The patient was referred for a 2nd opinion.

Manufacturer narrative:
(B)(4).

Event description:
Per the consultant, after the pump replacement procedure in (B)(6) of 2014, the patient had a fever for the first couple of days after surgery in the 101 to 102 range and then got better. Beginning about 5 days after surgery, he had medium spasms and then a marked increase in the spasms both in number and intensity and he developed apparently rhabdomyolysis. Oral baclofen was started at that time and then it went up 120 mg/day. The patient had one other episode requiring hospitalization in the same early time period. That was when they tried turning the dose down thinking that he was not getting delivery as there had been no free flow from the catheter during the pump replacement procedure, but when they turned the dose down, his spasms got worse which suggested that he was probably getting delivery, but they were not convinced. One surgical opinion was that he should have the catheter replaced. This reporter was then consulted for a second opinion. On examination (B)(6) 2014, the patient still had significant increase in tone in his upper extremities without spasm or clonus. In the lower extremities, the tone was in the ashworth 1's primarily and the physician was able to get a few beats of clonus, left greater than right. On (B)(6) 2015, in preparation for an isotope study the baclofen concentration in the pump was changed to a lower concentration to speed up the pump. On (B)(6) 2015, the patient's parents reported that since the concentration change, they thought the patient's spasticity was a little bit better controlled. The isotope study was initiated and went thru (B)(6) 2015. There was free flow of the isotope into the subarachnoid space and spread up and down the spine as well as spread in the basal cisterns. So the patient had a completely wide open catheter and at this point the system was working. This physician felt that it was now a matter of establishing the right dose. On (B)(6) 2015, the patient's family asked this physician to find the appropriate dose for the patient. The patient still had significant spasticity in the upper extremities, some clonus in the lower extremities, particularly with change of position. On (B)(6) 2015, they were able to decrease the oral baclofen by 30 mg since the last visit and did note an improvement in his alertness but they also noticed some worsening of the intermittent spasms. These spasms happened with change of position or for example if he started coughing he would get them. They were still getting botox injections for the upper extremities because they had never responded as well as the legs, but right now, the tone in the legs was reasonable. It was the intermittent spasms they were trying to control. It was agreed that they would go up on the dosing in about a 20% increase. The pump refill was due in may, but the physician planned to see the patient back in a few weeks for further programming with the intention of raising the dose to try to improve his quality of life. They would continue to wean the oral baclofen. The patient outcome was reported as "recovered without permanent impairment - still with increased spasticity".

Event description:
Additional information later received reported regarding the cause of the patient's increased spasticity, the hcp noted that at the time of the elective pump replacement (due to end of battery life), no flow was noted from the catheter and no retrograde flow could be obtained from the distal (spinal) segment. The cause of the catheter issue, "unknown" per the hcp. The patient responded to intrathecal baclofen pre pump replacement, so the catheter was not replaced during the pump replacement surgery despite no spontaneous flow coming from the catheter. Then 2-3 days postop, the patient developed worsening spasticity and baclofen withdrawal symptoms. Regarding the catheter issue, the patient's family elected to hold off on surgical revision and the patient was given oral baclofen the patient outcome was noted as not recovered, symptoms,/issue ongoing.

Event description:
The patient¿s pump was recently and since the replacement, the patient experienced a return of spasticity. The symptoms were described as a ¿stiffer tone¿ as if the patient was ¿not getting the flow that¿s needed.¿ during the pump replacement, good csf (cerebral spinal fluid) backflow was not seen, so it was planned for the catheter to be checked. The catheter had not been cleared and a back table prime was done so it was noted that there should have not been an interruption in therapy. As of the date of this report, no troubleshooting had been performed, but it was planned to program a 50 mcg bolus to determine if the patient responded. The pump was used to deliver lioresal. Additional information later reported the old pump was replaced due to normal service life. Since the most recent implant the reporter believed the pump may be working but the delivery system / catheter is questionable. The patient¿s symptoms included low grade fever and increased baseline spasticity. The patient had visited an emergency room (ER); however the patient had not seen a pump physician since implant but had seen an alternate physician in the ER. A physician was recommending that the patient have their catheter surgically replaced, but that physician was not able to perform the catheter replacement. The patient was taking ¿oodles¿ of oral baclofen. Replacing the catheter was not the first choice of the patient due to the ¿patient¿s health status/spinal cord¿. The health care provider (hcp) had not done any tests or dye studies on the pump. It was further noted that by the reporter that the pump may be removed if the only option is surgery. The patient was noted as not having a current pump managing physician. Physician listing information was requested by the reporter. The patient did have an appointment scheduled to meet with an alternate hcp. Additional information later reported a company representative requested addition physician listings and contact information of 2 additional pump managing/implanting physicians were provided regarding an expanded (50 mile radius) search. Additional information has been requested, but had not been received as of the date of this report.